Manufacturer narrative:
Phone number (B)(6). (B)(4). Field service specialist (field service specialist) visited the account and laser was checked. As yet, no definitive conclusion can be drawn. The laser has been inspected and found to meet j&jv specifications. The aspirator hose nozzle was found off axis by 5 to 10 degrees. The position of the aspirator was adjusted. It has also been noted that the air conditioning has 2 independent air flow sources directed at and centered over the ilasik platform. These conflicting air flows may cause effects to the cornea during treatments and a recommendation to reduce air flow of air condition and eliminate direct flow over the systems was done. It was also recommended observe surgeon´s technique. During the visit the fss moved the cable from the laser footswitch and found it was damaged. Cable was replaced. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with central island in topographic map post treatment in left eye. Patient also presented with superficial punctate keratitis pre-op va (visual acuity) from (B)(6) 2018: left 1.0 -2, refraction -0.50 -0.75 x 65. Treatment day (B)(6) 2018: post-op va from (B)(6) 2018: left 0.15 pinhole 0.4,